Event description:
A ureteral stent was placed for therapeutic purposes. At a later date, a nephrostogram revealed that a portion of the stent had fractured inside the patient's renal pelvis. The fragment was removed using a 15 mm snare. No further complications were reported with this event.